Manufacturer narrative:
The device is not available for evaluation- it was discarded. However, the customer provided a video. The investigation is pending.

Event description:
The event involved a primary plum set, 15 micron filter in sight chamber, clave secondary port, 1.2 micron filter, polyethylene lined light resistant tubing, secure lock, 259 cm. It was observed that there was limited output of parenteral nutrition through the filter of the parenteral nutrition set. The report states that it was an 80-year-old male patient diagnosed with intestinal obstruction, initiated on total parenteral nutrition (tpn) at 9:00 pm with a volume of 1770 cc at a rate of 73.8 cc/h for 24 hours. Tpn was started on (B)(6) 2025, and on (B)(6) 2025, at 07:30 am, the assistant in charge answered to a nursing call, where it was observed that the nutrition output was low due to a filter in the parenteral nutrition set. The patient was evaluated by metabolic and nutritional support group, who ordered to suspend and remove the parenteral nutrition. No reported harm. A video showing leakage through the filter was provided.

Manufacturer narrative:
Received one video of the plum set. The filter was leaking while being used. The complaint of leakage can be confirmed. The probable cause cannot be determined without the return of the used set. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.